Event description:
It was reported that the patient presented emergently with a non-st elevated myocardial infarction (nstemi) and it was noted that the left anterior descending (lad) artery had proximal 95% lesion which was treated with a non-abbott balloon dilatation catheter (bdc) resulting in a 70% residual stenosis with a large aneurysm in the vessel. The graftmaster stent was deployed to cover the aneurysm with a single inflation of 16 atmosphere (atm) resulting in a 10% stenosis. The patient was transferred to the critical care unit (ccu) post procedure where the patient developed chest pain. The patient was returned to the catheterization lab where angiography revealed thrombosis of the stent. A thrombectomy was performed and another stent placed proximal to and inclusive of the graftmaster resulting in 0% stenosis. The thrombus was not felt to be a result of the graftmaster. Intravenous heparin was ordered, but was not started as ordered and it is unclear when it was started. The remainder of the patient's hospitalization was uneventful. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use; treatment of aneurysm. Concomitant products: balloon catheter: 2.5 x 15 mm emerge mr; 2.75 x 12 mm nc quantum apex; guide wire: 0.014 hi-torque whisper ms; guide catheter: 6 fr xblad 3.5; stent: 2.75 x 8 mm promus premier; other: bivalrudin (angiomax). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of thrombosis, as listed in the graftmaster coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.